Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek vantus meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 10:00 a.m. The meter result was 4.6 inr and at 10:30 a.m. The laboratory result was 3.0 inr. The result of 3.0 inr was believed to be correct. The patients therapeutic range is 3.0-3.5 inr. The patient is feeling ok.